Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s intrinsic heart rate was in the 30¿s and they felt light headed when having a bowel movement. It was also noted that the right ventricular (rv) lead was reprogrammed to stop t-wave oversensing (twos). The lead remains in use. No further patient complications have been reported as a result of this event.